Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged the day after it was first implanted. As result, the patient underwent a surgical procedure wherein the lead was successfully repositioned.